Event description:
This event was reported as mitral perivalular leak, congestive heart failure, tissue destruction secondary to infection and staphylococcus epidermidis endocarditis. Source not specified. No further info was provided.